Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument exhibited scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 1.39mm - 1.82mm. There was no material missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, when inspecting the monopolar curved scissors (mcs) instrument, it was observed that the rubber part was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the mcs tip cover accessory did not appear to be properly installed during the surgical procedure. A part of the orange surface was visible after the tip cover was installed. The tip cover was not installed beyond the orange surface. The installation tool was used. Lubricant was not applied to the mcs prior to tip cover installation. The mcs tip cover accessory is not available for return. The mcs is available for return. Images were attached.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Images associated with this reported event were submitted for review and confirmed scratches on the mcs tube showing orange.